Manufacturer narrative:
Name: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced a bent cannula which led to insulin flow blockage event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use within one day. The blood glucose level was high and treated with insulin pen.